Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the distal tip of the device was kinked. The dilator was inserted into the introducer sheath and both of them were separated from the device as received. The introducer sheath was inspected for any damage or defect that may have obstructed the device path and caused the device's distal tip to be kinked/damaged. No anomalies were observed. The insertion step was performed during the investigation and the returned device was able to be inserted into the returned introducer sheath without issue. The review of the lot history record (f1610903) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the investigation performed, the distal tip of the mynxace device may have been damaged due to handling of the device during the insertion step of the device into the introducer sheath. It should be noted that applying excessive force during the insertion step may cause the device distal tip to be kinked/damaged. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after prepping the mynx ace device, an attempt was made to insert the device into the introducer sheath; however, the tip of the wire bent and could not be inserted. The device was being used for arterial closure following an interventional peripheral procedure. The sheath was not noted to be kinked or bent when it was removed from the patient. There was no vessel tortuosity. Another mynx ace device was successfully used to achieve hemostasis. The patient was described as fine and hospitalization was not prolonged as a result of the event.